Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic proctectomy, all dissection operations were completed. The firing stopped while firing at the stage of rectal resection, and there was a poor staple in the middle of the formation. It was impossible to fire afterwards. The staple line was incomplete distally. Another cartridge was opened and resected, and there was no problem with staple formation. There was no patient injury.